Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was missing. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.